Manufacturer narrative:
(B)(4). The device history records were unable to be reviewed as the batch/lot could not be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the second firing with the endocutter using a green reload, the endocutter cut the stomach tissue but staples formed only on the specimen side. No staples formed on the patient side. The doctor oversewed the opening that wasn't stapled. There was bleeding from the site but bleeding was controlled by oversewing with unknown suture and a transfusion wasn't required. The doctor used a second like endocutter and a second green reload to cut and staple across the sutured opening and continued to use the second endocutter to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56g49. The analysis found that one psee60a device was returned in good visual condition and with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired; left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.